Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). No known impact or consequence to patient. Note: this report is being filed on an international product, architect (B)(4) combo, list 4j27, that has a similar product distributed in the us, list 2p36.

Event description:
The customer observed (B)(6) results for two patients on the architect i2000sr analyzer. The following data was provided from both direct samples and bag samples and across 3 analyzers (s/co): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2016 the likely cause changed from ln (B)(4) lot 57558l100 to ln (B)(4) lot 57558li00 changes were made to describe event or problem. Additional clarifying information received indicates that the customer was experiencing (B)(6) results with architect (B)(6) combo. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer stated that (B)(6) architect (B)(6) combo results were generated on two patients on the architect i2000sr analyzer. The following data was provided from both direct samples and bag samples and across 3 analyzers (s/co): (B)(6): initial 1.94, repeats 0.385, 2.7, 0.07, 1.047, 0.106, 0.079. (B)(6): initial 1.2, repeats 1.2, 0.6, 1.2, 0.64, 0.098, 0.087. There was no impact to patient management reported.